Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush exploded- oral-b rechargeable toothbrush handle "[device battery explosion]". Case narrative: insurance agent stated via phone that oral-b pro 1000 rechargeable toothbrush exploded in the middle of the night. No injury was reported.